Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient performed 3 tests in a row within 10 minutes and received the following results: test 1: 326 mg/dl, 280 mg/dl and 160 mg/dl; test 2: 477 mg/dl, 320 mg/dl and 154 mg/dl; test 3: 404 mg/dl, 280 mg/dl and 158 mg/dl.